Event description:
B. Braun pump running norepinephrine malfunctioned and stopped delivering the medication. Patient (pt) became hypotensive and required increase in norepinephrine drip as well as 2gm of calcium chloride IV push to support pt while the pump was replaced.